Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance of greater than 125 ohms. The shock lead impedance has been increasing over the last year. Boston scientific technical services (ts) provided options for trouble-shooting and evaluating the lead. This product remains in service. No adverse patient effects were reported.